Event description:
The customer reported approximately fifty cubic centimeters of liquid was leaking from the probe of the coulter ac-t diff 2 analyzer. The leak was contained within the instrument. The customer had tried to change the probe wipe block without any success in resolving the issue. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat, goggles and gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. It is unknown as to whether material safety data sheets were reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the vacuum isolation chamber (vic) not draining properly due to protein build up blocking and restricting the drain line / tubing. The fse bleached the vic and associated tubing. The fse removed and cleaned the probe rinse block assembly, white blood cell bath and hemoglobin photometer and cap pierce area to resolve the issue. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of this event was the vic not draining properly due to protein build up, therefore causing insufficient vacuum to allow the probe wipe to drain properly. Though no erroneous results were generated for this event, the failure mode, upon recurrence, has the potential to cause discrepant results. (B)(4).